Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported issue was confirmed and replicated. The issue was not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, and no issues were found. The ccc was taken to a programming station, where it was verified to be bricked. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
During a field service activity, the field service engineer (fse) identified the surgeon console not connecting to tower. There was no report of patient involvement.